Event description:
In (B)(6) 2009, the surgeon performed a right si joint fusion using the ifuse implants. No intra-operative complications were encountered. The pt began complaining of right leg pain immediately after the index operation. The pain radiated down into the calf and foot. No numbness or weakness were detected. A CT scan showed that the second implant was positioned somewhat medially with slight protrusion of the second implant into the first sacral neuroforamen. One week post index surgery, the surgeon performed a revision surgery to re-position the second implant by pulling it back about 5mm. The pt had complete resolution of the right leg pain as well as si pain. There were no residual leg pain or neurologic deficits. F/u CT scan shows good bone ongrowth on the implants.

Manufacturer narrative:
Based upon the complaint info and investigation, as well as review of the surgeon training manual and fmea, the root cause is improper placement of the implant. The exact date for the revision surgery could not be obtained. Only that it occurred around (B)(6) 2009.